Manufacturer narrative:
H3: a medtronic representative visited the site to perform a system checkout. They concluded that they could not replicate the issue after several troubleshooting processes. Grabbed logs and suggested to the site it could be the outlets where the system is stored that could be the issue. Fdm b01, fdr c19, fdc 14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735737, software version: (B)(4). Name of initial reporter unknown at the time of filing. A manufacturer representative went on-site to perform troubleshooting and found that when the two carts were connected and unplugged from the wall, the battery started at 100% and dissipated as expected. The two carts were disconnected and the camera cart remained on. The uninterruptible power supply (ups) lights on the main cart were as expected. When unplugged from the wall, the ac flashed and the batt slow flashed with no error light. The ups was discharged. The self-test results were as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, while in the spine registration task, the system unexpectedly shut down. It was reported that the camera cart shut down first. Then the camera cart shut down again after a reboot and so did main cart. Another navigation system was used for the procedure and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The unit was pulled from the room and the self-test was checked. When plugged in, the uninterruptible power supply (ups) read as online and when unplugged the camera cart ups drained quickly. The main cart battery drained normally. Once the camera cart battery reached almost zero, the entire system shut down.